Manufacturer narrative:
Pending.

Event description:
It was reported that the shock energy was not enough. No patient involvement reported at this time.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty therapy capacitor. The therapy capacitor was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.